Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
Same case as 2134265-2018-06919 and 2134265-2018-06920. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery (cx). An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), it was noted that auto-pullback could not be performed.the procedure was completed with the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that no issues were found, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as 2134265-2018-06919 and 2134265-2018-06920. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery (cx). An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), it was noted that auto-pullback could not be performed. The procedure was completed with the same device. No patient complications were reported.